Event description:
Surgeon reported that a "heavy smoker and non-complaint pt" came in for follow up, 4 weeks post-op, and the x-ray revealed a non-union and showed a broken implant. No further explanation regarding the possible non-compliance (fall, physical exertion, etc.). Pt is a (B) (6) male and this occurred over the super bowl weekend. The failure mode of the device indicates a large force impacted the device.